Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. No pt injury was reported.

Event description:
The customer reported the system would not fluoro, displayed a communication error, and won't reboot. No pt injury was reported.